Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, during a neurovascular procedure, the physician attempted to advance an enterprise2 4mmx30mm no tip vascular reconstruction device (product code: encr403000, lot number: 9294566) through a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31691228). However, the stent became impeded at the microcatheter hub and could not be advanced into the microcatheter as intended. The physician removed the microcatheter and the stent from the patient. The replacement microcatheter and stent were successfully introduced, and the procedure was completed without further device related difficulties. There was no report of patient injury. Additional event information received on 02-mar-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the microcatheter was attached to the associated enterprise system through a y-connector. One flattened condition was found at 8.5cm from the distal end of the microcatheter. Microscopic inspection did not reveal additional damages on the flattened area. The microcatheter was flushed using a lab sample syringe, then the associated enterprise system was introduced into the received microcatheter, and it advanced smoothly until it reached the flattened condition at the distal. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The associated enterprise system was able to pass through the proximal end of the microcatheter without resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. It should be noted that the event stated that the microcatheter did not kink/bent; therefore, the flattened condition at the distal end of the microcatheter is not considered related to the issue reported, as it could be the result of the post procedure handling of the microcatheter. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.